Event description:
It was reported that the right ventricular (rv) lead was suspected to have fractured due to the lead integrity alert (lia) sounding due to high impedance spikes and short interval counts (sic). Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).